Event description:
Verbal communication with facility on 9/29/06 - during the process of initial coumadin administration an 'out-of-range low' error displayed when performing prothrombin test (pt). Warfarin dosage increased, patient pt test repeated 1 week later, 'out-of-range low' error reported. Pt specimen sent to lab with result of 8.6 inr. Physician witheld coumadin for 5 days and patient results measured as appropriately therapeutic. No pt injury reported.

Manufacturer narrative:
Method - review of historical complaint records for like product (elite/j201) performed. Mfg and user reviewed event chronology in light of product labeling limitations related to conditions requiring retesting and/or laboratory confirmation, prior to dose regimen modification. Customer indicated no pt injury due to event. Initial reporter indicated an e-mail would be sent if further info became available. To date, no additional info has been provided. Customer advisory initiated emphasizing conditions requiring retesting and/or lab confirmation prior to dose regimen modification.